Manufacturer narrative:
Approximate age of device- 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient was then readmitted on (B)(6) 2019 due to a possible driveline/pump pocket infection. It was reported on (B)(6) 2019 that the patient was switched off the patient cable to batteries with no adverse events, but after approximately 30 seconds on batteries the patient received a low speed advisory. The log file for the patient was submitted and tech service representatives reviewed it. The tech service representative only observed one low speed event which was caused by the pump off button on the monitor being briefly pushed. Otherwise there were no remarkable events and the mcs equipment was operating as intended and within the expected parameters. No other alarms, malfunctions, or events were noted.

Event description:
Additional information: the patient was scheduled for a driveline incision and drainage on (B)(6) 2019.

Manufacturer narrative:
Investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, the report of low-speed operation was confirmed through the analysis of the submitted log file and appeared to be due to the motor stop command being pressed. Analysis of the log file confirmed one transient low flow and low-speed hazard alarm due to the motor stop command being pressed on (B)(6) 2019 at 4:28 pm. The motor stop command was not pressed long enough to cause the pump to stop. Normal system function resumed when the button was released. The remainder of the log file showed the pump appeared to be functioning as intended. The patient remains ongoing on (B)(4) and no additional complaints have been reported at this time. The heartmate ii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.